Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the pump is not working and that the customer¿s blood glucose has been high all summer. The customer received a no delivery alarm. During no delivery alarm during basal/bolus/fixed prime troubleshooting, the caller was not able to complete the troubleshooting. The customer had a blood glucose of over 500 mg/dl the night prior. The caller was unable to verify the pump serial number and to troubleshoot for the high blood glucose and no delivery. The pump is not returning for analysis.